Event description:
It was reported that the pressure tourniquet cuff was not holding pressure and allowed blood to leak through. Blood loss was minimal, and a blood transfusion was not required. The procedure was completed successfully. There was no medical intervention, surgical delay, or adverse consequences.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for evaluation. As the reported complaint device was not returned for investigation, visual, functional, and dimensional inspection/testing could not be performed, and a conclusive root cause could not be determined. Potential root causes of the reported event include an under pressurized tourniquet cuff, the wrong size tourniquet cuff, a kink in the tubing of the tourniquet cuff, or damage to the tourniquet cuff during use contributing to a leak. The sss IFU for reprocessed tourniquet cuffs states: "before beginning the procedure, verify compatibility of all devices and accessories." "Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large." "Secure the cuff fasteners to ensure that the cuff stays in place during the procedure." "If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions." "Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." A review of the device history record could not be performed as the lot number was not reported. Device not returned for evaluation.